Manufacturer narrative:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The rear response button was non-functional due to the j1005 cable being pulled out of the ca board. The root cause for the loose connector could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor's response buttons were not functioning.